Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, pillowing keypad overlay, and severely scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they o-ring fell off. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.